Event description:
The ipp device was implanted, date not provided. On 07/24/97 the cylinders and pump were removed from the patient and replaced due to "fluid loss" tubing leak next to connector between cylinder and pump.